Manufacturer narrative:
Procode. Common name: mih system, endovascular graft, aortic aneurysm treatment. Product code: mih. (B)(4). This event has been reported by the manufacturer under MDR#9680654-2020-00007.

Event description:
Type 3 endo-leak between the proximal and distal components.